Event description:
It was reported that the user received repeated occlusion alerts and an unable to proceed error during pump rewinds on an ilet using an inset 6 mm 23 in infusion set, consistent with an occlusion or flow-interruption malfunction; a replacement device was arranged and the user was advised on shutdown and data syncing. Symptoms included hyperglycemia. Outcomes included no health consequences or a minor, self-limited impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no specific findings, with insufficient information to identify a device component, and the device problem remained characterized as an occlusion-related malfunction. It was concluded, based on previously established findings for similar reports, that the cause was not established.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.